Event description:
It was reported that since revision of the right ventricular (rv) lead the right atrial (ra) lead has had no atrial capture. Therefore, the ra lead was explanted and replaced and everything appears to be fine with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.